Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. X-rays reviewer stated second image demonstrates anterior dislocation of the humeral component. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 00434903811, base plate uncemented, 63647115; 00434903611, glenosphere 36 mm diameter, 63697037; 00434901213, humeral stem 12 mm stem diameter 130 mm stem length, 63633322; 963203000, depuy hardinge, d16081016; 0104223030, invers/revers scr syst 4.5-30, 2893209; 0104223030, invers/revers scr syst 4.5-30, 2897333; 61971001, stryker antibiotic, tdy029. Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total left shoulder arthroplasty. Subsequently, the patient was revised due to instability. Attempts have been made and additional information on the reported event is unavailable.